Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400 mg/dl. Customer said there was no symptom from high blood glucose. Customer are able to troubleshoot. Customer reports they have not contacted their healthcare regarding the high blood glucose reading. Customer blood glucose at time of incident: 400 mg/dl. Current blood glucose is 236. Customer states: the drive support cap appears normal. There were no leaks or air bubbles. Customer declined to check for possible site or insulin issues. Customer declined to check their settings. High pressure test passed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Insulin pump will not return for analysis.